Event description:
On march 27, 1997 the risk management director at hospital submitted a report regarding this event. Co spoke with source on 5/29/98. After discussing the event and the report she filed, she told co the following: she apologized for sending in the report and further stated that after looking over the unit that they realized that they had not taken proper care of the unit. Hospital sends their equipment to the bio-med dept at another med center. She also stated they had not experienced any further problems. Hospital has appoximately 40 of these dermatome units.